Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250mg/dl while wearing the pod between 24 and 36 hours. The pod's adhesive reportedly separated from the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The pod arrived fully deployed. Cracks were observed on the top housing is close proximity to corrosion on the bottom battery and pcb. Download data was not retrievable due to the sustained corrosion. No damages were observed on the fluid path that would contribute to the observed corrosion. A leak test was conducted, and no leaks were observed. Due to the proximity of the corrosion to the cracked housing, it can be confirmed that the cracked top housing is the root cause of the observed corrosion. The cause of the reported dislodged cannula and observed cracked housing could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.